Event description:
Infection and possible bowel injury. Bowel injury not positively determined. Treated with antibiotics and temporary diverting colostomy. Infection has not yet resolved, therefore, surgeon has scheduled to remove the implant as part of further treatment of the infection.

Manufacturer narrative:
Removal of the implant has been scheduled for 2009, as part of the infection treatment plan. The surgeon nor the hospital have indicated to the hospital whether or not they intend to report this event. The method code was selected with "other" meaning that lot records, training, labeling, etc. Were verified. There is no evidence of any out of specification condition for product used in this case. The investigation of this event is inconclusive as to the cause. However, a number of surgical technique deviations were noted such as no MRI to the coccyx, no bowel prep, and no foley catheter was used. Each of these steps are part of the technique as part of the precautions to mitigate possible bowel injuries. There was one instrument (guide pin introducer) that was difficult to advance. The reason for this difficulty is not known. The pt has an active infection near the incision site. It cannot be ruled out that the infection could have been introduced into the disc space from the dermal infection.